Manufacturer narrative:
Product ID: 694758, lead, implanted: (B)(6) 2010; dtba1d1 device, implanted: (B)(6) 2014.

Event description:
It was reported that the high-voltage right ventricular (rv) lead exhibited high thresholds and the rv was turned off to provide left ventricular (lv) lead pacing only. The patient then had asystole and a seizure due to no capture, after lv only pacing was programmed. A new low-voltage rv lead was then implanted and the defibrillation portion of the high-voltage rv lead remains in use. The lv lead remains in use. No further patient complications have been reported as a result of this event.